Event description:
Due to having to wear a mask for my job, I started experiencing headaches, lung pain and heart palpitations. Later, my teeth started chipping, which I understand is due to bacterial imbalance from large amounts of co2 being expelled and staying in my mouth. FDA safety report ID# (B)(4).